Manufacturer narrative:
H3 other text : device was evaluated at a 3rd party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third-party service center, visible foam particles were found. 53130 error code number and dust particles were also detected. No other device problems were found. The device was scrapped.